Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. There was no adverse impact to the customer's blood glucose level. Customer was able to resume insulin after shutdown, and no additional information was provided.